Manufacturer narrative:
The subject device was not returned to us endoscopy. No lot numbers were provided. The instructions for use contain the following warnings and precautions: " exposure to bodily fluids may occur during connection or disconnection of these devices; adherence to body substance isolation protocols is the responsibility of the user. Do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." In-service training has been provided to the user.

Event description:
The user facility reports difficulty with the biopsy valve in the bioguard air/water and suction valve kit including fluid spray from the biopsy valve. There is no report of patient or user harm.